Event description:
During a posterior fusion surgery, the sales rep claims that the screw that was being implanted came apart. According to the sales rep the screw disassociation almost caused the screw inserter to impact the spinal cord.

Manufacturer narrative:
The device that was alleged to be involved in this near miss was sent back to pioneer surgical by the sales rep for inspection. The sales rep claimed that the screw was in pieces. Inspection found that the screw was not in pieces, but instead found that the screw was within specifications and was fully functional and intact. Pioneer surgical has not been able to confirm this complaint.